Manufacturer narrative:
This pt was initially admitted on with an acute myocardial infarction. Percutaneous coronary intervention (pci) was performed on a de novo lesion in the distal lad of 41mm in length in a 2.5mm vessel diameter. Intra-procedure medications included integrillin and heparin. The lesion was pre-dilated with a 1.5x12mm voyager balloon at unk atmosphere (atm) before deploying a 2.5x18mm and a 2.5x23mm cypher stent at 14 atm. Post-dilation was not done. Post-procedure medications included aspirin and plavix for 1 yr. The pt stopped taking them 1 yr after the procedure. Three and one half months later, the pt was admitted with non-st elevation and thrombus was found within both stents. The pt was treated by ptca and is doing fine. This product is not available for testing and eval. Add'l info rec'd will be submitted within 30 days upon receipt. This is 1 of 2 products used in the same procedure that were submitted under the following mfg numbers 3003742446-2006-00783 and -00784.

Event description:
Three and a half months after the pt stopped taking plavix, she was admitted to the hosp and thrombus was found in both of the previously deployed stents.